Event description:
The customer reported to olympus, that the light source was not working and displaying a spare lamp error during a therapeutic functional endoscopic sinus surgery, on the visera elite xenon light source. Despite the identified issue, the surgery proceeded without any delay, with the same equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found issues with the turret unit causing sound during movement, normal fogging leading to low light in foggy conditions, and a malfunction in the converter unit preventing the xenon lamp from working. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the xenon lamp not working was due to a failure of the converter unit.. Olympus will continue to monitor field performance for this device.